Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump generated repeated alert 38 motor stall alarms, initially resolved after a dry supply change but subsequently recurring, with insulin delivery resuming only after full supply replacement and later necessitating a replacement pump shipment. Symptoms included hyperglycemia with a reported peak of 336 mg/dl for approximately three hours, thirst, fatigue, nausea, headache, and unreadable high cgm values. Outcomes included device replacement shipment and user retraining planning, with no outside assistance or medical intervention and no hospitalization. Investigation included customer service troubleshooting, supply change guidance, remote trainer notification, data sync instructions, and arrangements for device return. Investigation of this device revealed a consecutive stalled motor condition consistent with an insulin delivery motor stall, with no user-reported abnormalities in cartridge or infusion set supplies. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction leading to interrupted insulin delivery.